Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. This complaint record is being closed due to insufficient information after three (3) good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. No response has been received. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). Device has not been serviced by manufacturer.

Event description:
It was reported that during service performed by customer's biomed, the cardiosave intra-aortic balloon pump (iabp) fell from the workbench, causing damage to the device chassis. There was no patient involvement.